Event description:
Infant born prematurely at 36 wks & 2 days gestation, requiring care in special care nursery. On dol (day of life) #1, infant was noted to have a blister on the left elbow. Etiology of blister was unknown at that time, but multiple potential causes were considered. Wound care was consulted & assisted w/ wound management. It was later determined the wound was a burn, thought to be caused by a vein transilluminator (another event noted related to this device has been reported).